Event description:
The patient reported that he was having trouble. The patient did not want to fill out a letter to the quality assurance team and noted that he would call back on monday. The patient did not specify what kind of trouble he was having with the device. The patient also noted he was not able to adjust the stimulation on his pp (patient programmer). Regarding any recent medical test or emi (electromagnetic interference) environmental exposure, it was noted: yes. The patient stated he had an EKG done three months ago and turned therapy off. Patient services assisted patient with using pp and turn therapy on, setting program 4 at 1.6v and patient decreased stim to 1.5v. Issue was resolved over the phone. Symptoms reported were: n/a. Event date: (B)(6) 2016. On (B)(6) 2016, the patient called back and said he can't adjust. Reviewed icons, and it was determined that stimulation was off. Patient was able to turn stimulation on , said that he felt and said he had to decrease which he did. Patient said that he recently had a procedure and was under medication so doesn't quite remember when he turned device off. Issue resolved. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.